Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Approximately one year after an atrial fibrillation procedure, the patient was diagnosed with stenosis of the two inferior pulmonary veins. Original procedure was done in 2022 and the stenosis was diagnosed in 2023. No issues were noted during the ablation. No alleged malfunction of any abbott devices during the procedure.